Event description:
The customer reported that the subtraction feature was not working. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and reseated circuit boards and connectors, and replaced the sys interface and image processor boards. The sys operates as intended.